Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Under visual inspection we noticed that there are missing rotating collars on filters. The reported issue could not be confirmed. UDI and 510(k) are unknown. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the customer stated that medication didn't pass through the filter well. No patient injury was reported.